Event description:
The patient reported having two concerns with his infusion set. He reported that the adhesive on the headset is not sticking like "it used to." He also mentioned that the cannula came out of his body while sleeping. Several attempts were made to recontact the patient to gather additional information, but the patient could not be reached. The patient's blood glucose was not affected. The patient has been sent replacement infusion sets. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.